Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/30/2020. See attached facility medwatch # 460040000-2020-8009 - attachment: [pc-000700407-mw4600040000-2020-8009 (2).pdf].

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device was received with no apparent damage and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the handle would not close, and the device would not fire. A new handle and load were opened and used and worked as expected. No patient consequences were reported.